Event description:
It was reported that high capture threshold was noted. The lead was explanted and replaced when repositioning was unsuccessful. Patient was in stable condition post-procedure.

Manufacturer narrative:
.